Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's coumadin dose was decreased following results on (B)(6) 2010. On (B)(6) 2010, results were performed with new strip lot #234526.